Event description:
It was reported that this pacemaker had experienced burning sensation at the pocket site. It was reviewed that the constant burning sensation does not sound electrical as the device paces once per second. Possibly an indication of infection or allergy. The technical services (ts) emailed the list of contacting materials to the patient. There was no additional adverse patient effects were reported. This device remains service.